Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a heart rate in the two hundreds for this patient, and the device reportedly did not treat the rhythm. It was noted that it appeared as though the device paced into a ventricular tachycardia (vt) rhythm. It was also noted that rate smoothing at 15 percent was programmed on, and it was questioned whether this could have been the cause for the pacing. A technical services (ts) consultant reviewed the electrogram (egm) strips and observed a vt at a rate of 174 beats per minute (bpm), and dual chamber pacing periodically into the rhythm. Ts noted that the parameter report confirmed that rate smoothing was programmed on at 15 percent. Rate response was also on, but noted on and egm strip that the patient was asleep at the time of the event. Ts suggested turning rate smoothing off to prevent further issues, which was originally turned on because the patient had frequent ectopy. Additional information was provided that the device was successfully reprogrammed with no further reported difficulty. The patient will continue to be monitored as well. Additional information was provided that the device was explanted approximately four years later due to normal battery depletion and was returned for analysis.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.